Event description:
The patient reported that the up arrow button has needed to be pressed harder to activate desired pump functions. The patient reportedly cleans the pump with an alcohol wipe. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information: the reporter contacted animas on 08/12/2013 and reported a button/keypad issue. The reporter stated that the ok keypad button was intermittently unresponsive and required multiple presses to engage. This report is being sent as it is additional information obtained pertaining to the original keypad response issue complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/14/2013 with the following additional findings: unrelated to the complaint, the pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. Additionally, a crack was observed along the pump battery compartment.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/14/2013 with the following findings: the keypad cover was observed to be torn at the ok keypad button, exposing the key contact. During testing, all of the pump keypad buttons were unresponsive. The keypad cover was removed and contamination was found under all key contacts.